Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that after pre-mapping the physician exchanged sl1 for faradrive sheath using amplatz wire. The physician removed dilator and changed wire, then connected to pump flush at 999. The physician then loaded farawave into sheath halfway and aspirated about 4 syringes with air and blood. The troubleshooting steps included trying to tap the handle with aspiration but still it required multiple cycles of aspiration where mostly air was pulled. The procedure was completed successfully by using original device. No patient complications have been reported. The product is expected to be returned. It was further reported: the medical devices that had were within the sheath were the faradive dilator and amplatz exchange wire 0.35 180 cm. The sheath was irrigated with an IV pump and tubing. Bd alaris carefusion pump was also used. Excessive bubbles were observed when aspirating the sheath. The bubbles were mixed with blood. No leak was observed. No other issue has been reported.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that after pre-mapping the physician exchanged sl1 for faradrive sheath using amplatz wire. The physician removed dilator and changed wire, then connected to pump flush at 999. The physician then loaded farawave into sheath halfway and aspirated about 4 syringes with air and blood. The troubleshooting steps included trying to tap the handle with aspiration but still it required multiple cycles of aspiration where mostly air was pulled. The procedure was completed successfully by using original device. No patient complications have been reported. The product is expected to be returned. It was further reported: the medical devices that had were within the sheath were the faradive dilator and amplatz exchange wire 0.35 180 cm. The sheath was irrigated with an IV pump and tubing. Bd alaris carefusion pump was also used. Excessive bubbles were observed when aspirating the sheath. The bubbles were mixed with blood. No leak was observed. No other issue has been reported.